Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 560 mg/dl that was addressed with a manual correction injection. Reportedly, customer had not inputted all of their settings prior to starting usage of the pump. Tandem technical support assisted customer in inputting correct settings, and customer successfully resumed insulin therapy.